Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was relocated. Effective therapy has been restored. Issue resolved.